Manufacturer narrative:
Livanova (B)(4) inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Neurologist reported that she saw patient in clinic. Patient had her vns replaced back in may and it was set to the same settings as her old device. She said she interrogated the device and did not receive any error messages. The patient¿s mom said that the patient had been gagging/coughing when using the magnet. Provider had mom swipe the magnet in clinic and these effects were seen as well. She then went to adjust the settings so that the magnet settings were the same as the normal settings and she got a low output current warning. She says she made several attempts to change the settings and got a similar low output current message. She then ran a system test and said the results were normal and no error messages appeared. They later reported that they saw patient in clinic a few weeks later and there were no issues or error messages. System diagnostics, magnet diagnostics and autostim diagnostics were all normal. They also mentioned at the visit they did swipe the magnet as well. Patient coughed 2-3 times mildly when this happened. Both mom and provider said this was much less coughing than previously. It turns out that the physician did end up turning the magnet down at the prior visit. It¿s possible that the fact that it was lower than at the start of the last visit plus that it¿s been a few weeks explains why her coughing was less. Internal generator data was reviewed, but the cause of low output error could not be found. No anomalies were seen.

Event description:
The full generator data export was reviewed. Normally, the output current status will only change upon running a system diagnostics. However, while reviewing the session summary table and m1000 session details table on the date of the event, it was discovered that the output current status changed from ok to low without a system diagnostic logged in between. After further inspection of the session summary table and ipg table, it was noticed that there was an event logged at 12:55 pm that was not present in the decoder spreadsheet. The communication logs as well the programmer export confirmed that this event was an attempted magnet diagnostic test. During a magnet diagnostic, the patient is responsible for swiping the magnet. Because the magnet swipe count was the same before and after the attempted magnet diagnostic, it can be concluded that the ipg did not register the patient's magnet swipe during the diagnostic. Therefore, because the magnet swipe did not result in magnet current being delivered, when the magnet current and normal mode current were compared for the current check, a low output current warning was displayed. Had the user run a system diagnostic after receiving the low output current message, this warning message would have gone away. No other relevant information has been received to date.